Event description:
It was reported that during an accord cables case, dr. Said that the tensioner was hard to pass the cable through.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident.  Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for these devices.